Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 18.5 mmol/l on mobile meter (system 1), and 8.5 mmol/l on aviva meter (system 2). No serious injury reported. Product was not requested to be returned.